Event description:
Patient contacted (B)(6) complaining of a rash and skin sensitivity where the product touches skin. Patient was advised this was consistent with a pvc allergy and to contact her physician for alternatives and options. A (B)(6) representative contacted patient and was told that patient is working with her physician to identify treatment for the sensitivity or product made with non-pvc material. She is fine. This is a final report.